Event description:
Device 1 of 3. Reference MFR report number 1627487-2014-00208 and 1627487-2014-00209. The patient (B)(6) is a participant in a clinical study, and was implanted with two percutaneous leads from different logs. It was reported the patient's leads were explanted on 09/18/2013 due to an infection. The patient has since been implanted with replacement leads. Please note three lot numbers were provided for the patient's explanted leads. Since it is unknown which two lots are related to this event all are being reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.